Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The setscrews moved freely in both directions. An is-1 lead was inserted into the right atrial and ventricular ports and the setscrew was able to secure the lead, additionally a df-1 lead was inserted into the distal and proximal ports and the setscrew was also able to secure the lead. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of issues getting the proximal pin to stay in place at implant. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This device was explanted and replaced due to therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.